Event description:
While doing a cystoscopy, right ureteroscopy with laser holmium the ureteral access sheath started to peel / shear apart inside the sheath. Increased or (operating room) time. In order to withdraw the foreign body.